Event description:
It was reported that there was t-wave oversensing which transitioned to gross undersensing. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted.